Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported suspected internal driveline fracture. Customer stated that a pump exchange is planned for (B)(6) 2013. Customer reports pt system controller had red heart alarms and felt dizzy and weak. Log files were submitted on (B)(6) 2013. Log file evaluation showed 2 pump stoppage events. Aa device tracking form was received, which indicated that the pump was exchanged on (B)(6) 2013.